Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. The device was visually inspected and passed. A voltage test was performed and it passed. A pairing test was performed and it passed. The log was downloaded and reviewed finding a loss of connection. The allegation was confirmed. The root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional event or patient information is available. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The root cause could not be determined via data.